Event description:
The customer contact reported during testing at the user facility, the device did not pass the distal occlusion test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism passed testing. The pvt distal occlusion test was performed; with the distal pressure limit set at 6.00 psi, the device alarmed for an occlusion at 6.1, 6.2, and 6.2 psi (spec: 6.00 +/- 3.00 psi). With the distal pressure limit set at 10.00 psi, the device alarmed for an occlusion at 10.2, 10.3, and 10.1 psi (specification is 10.00 +/- 3.00 psi). The customer complaint was not confirmed during testing; a probable cause was not determined due to the event experienced by the customer was not duplicated during pci and the device passed functional testing within specifications.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.